Manufacturer narrative:
Sw unknown. Retainer ring = black . Customer returned pump for an alleged moisture exposure fluid in the screen and cracks in the pump found on event date (B)(6) 2021. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to upload/download due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection cracked case corner of the belt clip rails near the battery compartment. Confirmed moisture damage at the pcba 1 / pcba 2 / harness assembly. Confirmed cracked case corner of the belt clip rails near the battery compartment. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack inside and it was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.